Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The right plunger case was found to be cracked. The device was tested by the occlusion test and the power up process. The reported issue was unable to be duplicated,but the pump's motor drive was found off. The device battery was fully charged at power up and the stepper motor was plugged in and the wires were intact. The technician replaced the right plunger case due to it being cracked. The technician also replaced the worm coupling, the worm gear, the wavy washer and the delrin washer for preventative action. The device was calibrated and it performed all functional tests which passed.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was alarming because there was moisture in it due to cleaning. It was also reported that the pump was turning off on it's own. There were no adverse events reported.